Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent, abdominal pain and fever. The cause of the events was not reported. It was reported that the patient was hospitalized for the events. The patient was treated with injection vancomycin (500mg stat, intraperitoneal for one dose) and injection ceftazidime (1gm twice a day, intraperitoneal, ongoing) and injection vancomycin (250mg every 3 days, intraperitoneal, ongoing) for the events. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.